Manufacturer narrative:
(B)(4). Upon receipt of addition information, it was reported that the issue did not occur with the titanium adaptor. This complaint has been determined to be a duplicate of (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between their transfer set and their titanium adapter during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt (B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt (B)(4).